Event description:
It was reported that there was a superficial infection of extension exit wound. There was a worsening of back pain with radiation to basin and right hip. The outcome was ongoing. There was surgery to check under the surface of the wound and no irregularities were found. The wound was cleaned with isobetadine on (B)(6) 2014. The patient was given augmentin and seen every week to check on wound healing. The patient had an overnight stay in the hospital for observation purposes. There was laboratory test and the patient was positive for staphylococcus aureus. The patient had redness around the wound. The event was possibly related to the device or therapy and not related to the implant procedure. The patient did not experience any fever. The patient had worsening back pain since test stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as unlikely related to the device or therapy and not related to the procedure. The etiology was noted as other, new illness or condition.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# 0208320202, implanted: (B)(6) 2014, product type: lead; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported that the event resulted in in-patient or prolongation of hospitalization. The patient experienced radiation pain in the right pelvic area. The radiation pain in pelvic area and right hip were not pre-existing, not present at baseline.

Event description:
Additional information received reported that the patient experienced worsening of back pain with radiation to pelvic area and right hip. The outcome was reported as resolved without sequelae.